Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that for three days, she was experiencing elevated blood glucose (bg) between 300mg/dl and 506mg/dl and stated that the pump was not delivering correctly. The patient reported signs and symptoms of nausea, vomiting, and large ketones. The patient denied experiencing shortness of breath. The patient stated that she was following her healthcare provider¿s (hcp) procedures for ketones and is responding. The patient noted that manual injections brought her bg to 123mg/dl. The patient noted that at the time of the call with animas, her bg was 219mg/dl and she was not vomiting and was able to take in liquids. The patient stated that she changed the insulin and the cartridge on (B)(6) 2014, and stated that she had also changed the infusion set since the onset of elevated bgs. The patient denied any site or set issues and confirmed that she rotates sites between her abdomen and her hip. The patient confirmed that the luer lock was secure at the site and denied any air bubbles in the cartridge or tubing. Customer technical support (cts) reviewed the pump with the patient and found that all settings and histories were correct. No relevant alarms were found in the alarm history. The patient denied any illness or new medications and confirmed that the insulin was not expired. Cts advised the patient that troubleshooting did not indicate any mechanical problems with the pump. The patient noted that he hcp requested the pump be replaced. The patient was reportedly to remain off the pump and on injections until the pump could be replaced. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy, and due to the allegation that the pump was not delivering as expected.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: a review of the black box indicated that the last basal and bolus histories occurred on (B)(6) 2014. The black boxed showed an occlusion alarm occurred on (B)(6) 2014 at 10:11, and deliveries were resumed the same day at 11:23. The black box also showed that a replace cartridge alarm occurred on (B)(6) 2014 at 21:20, and deliveries were resumed the same day at 23:14. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A rewind, load, and prime sequence was performed successfully with no issues. The pump was exercised for 24 hours with no alarms occurring. The pump passed delivery accuracy testing and was found to be operation within required specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.